Event description:
Attorney reported: as a result of having the patch implanted in pt, pt suffered disabling pain and required intervention. Pt suffered and will continue to suffer injury, disability.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. It is unk whether or not the device may have caused or contributed to the event based on the info currently available. Furthermore, no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.